Event description:
It was reported to philips that had boot up issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment, and the procedure got delayed and it was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was slow to shut down and bootup. Review of the system log file showed that there was a failure in host pc operating system (os) disk 1. Upon troubleshooting, fse confirmed that the cause of the issue was due to the hard drive with corrupt operating system. To resolve this issue, fse reloaded system backup, re-added hardware key 3021 and made backup of os and restored image of os to host pc which resolved the issue temporarily. Later the issue reoccurred, fse replaced the hard drive. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.